Event description:
Reporter alleged the blood glucose device needle used for finger-stick blood glucose testing protrudes outside the end of the device cap and will not retract. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.